Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values which occurred the same day as the sensor was inserted on the arm. On (B)(6) 2024, the sensor failed and the patient inserted a new sensor. On the night of (B)(6) 2024, the cgm reading was 167 mg/dl. No fingerstick was taken and the patient self-treated with 6 units of insulin and drank a juice. The next day when the patient woke up the cgm reading was low, but no symptoms were experienced. The patient called the emergencies for advice and was told to go to the hospital. When the patient arrived at the hospital a fingerstick was taken and the cgm was reading low and the blood glucose reading was 772 mg/dl. The patient was treated with intravenous insulin and potassium and was discharged after spending 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.